Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent an emergent incision and drainage and open reduction internal fixation (orif) right tibia due to osteomyelitis and infection. On an unknown date the patient fell with her leg went behind her, fracturing her tibia. She also had an open dehiscence of her surgical wound on the knee. Due to the bend of the knee and the split of the skin, she has been bleeding and has an opening on her knee replacement. On (B)(6) 2019 the patient underwent an open treatment of tibial shaft fracture on the right side with an internal fixation with plate; a secondary closure of the surgical wound dehiscence, and an extensive and complicated 8cm and arthrotomy knee with exploration and drainage of the right knee, where the knee replacement is located.. This report is for one (1) 1.7mm cable with crimp 750mm-sterile. This is report 2 of 10 for (B)(4). This report is linked to (B)(4).

Manufacturer narrative:
H10 additional narrative: b3: date of event is unknown. D4: updated uid number. Lot number, expiration date. H3, h6: investigation summar.y product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: supplier rti surgical / inspected, packaged and released by: monument release to warehouse date: jun 01, 2018. Expiration date: mar 31, 2023. Part number: 298.801.01s, 1.7mm cable with crimp 750mm -sterile lot number: p310298. Lot quantity: 240. Purchased finished goods traveler met all inspection acceptance criteria. Certificate of conformance supplied by rti surgical dated may 30, 2018 was reviewed and determined to be conforming. Sterilization results noted on certificate met defined requirements. Inspection sheet, incoming final inspection, 298if800 rev k met all inspection acceptance criteria. Packaging and labeling were 100% inspected and met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review. Feb 06, 2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.